Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, ethnicity, and medical history were not provided. Procode is krd/hcg. The name, phone and email address of the initial reporter are not available / reported. [Conclusion]: the healthcare professional reported that during the procedure, the introducer component on the 2.00mm x 4.00cm galaxy g3 mini coil (glm920040 / 30379813) failed to be re-sheathed. The physician used another 2.00mm x 4.00cm galaxy g3 mini coil and the procedure was successfully completed. Multiple attempts to obtain additional information related to the procedure and the reported device issue were unsuccessful. If additional information is received at a later date, this file will be updated accordingly. There was no report of any patient injury or adverse event. The complaint device was returned for evaluation. The investigational finding is documented below. Investigation summary: the non-sterile 2.00mm x 4.00cm galaxy g3 mini coil was received contained in a pouch. Visual inspection was performed. The marker band was observed at 39cm from the hub; this is within specification. The device positioning unit (dpu) was observed kinked and protruding from the introducer. No other anomaly or damage was observed. The returned device underwent microscopic inspection. The embolic coil was observed in kinked condition. A review of manufacturing documentation associated with this lot (30379813) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformance's related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Functional evaluation could not be performed due to the condition of the dpu; the dpu was observed kinked and protruding from the introducer. The embolic coil was also in kinked condition as observed under microscopic inspection. The reported issue that the 2.00mm x 4.00cm galaxy g3 mini coil failed to be re-sheathed could not be duplicated in the product analysis due to the condition of the returned device. The observed condition of the device may have been related to and / or contributed to the device not able to be re-sheathed. The condition of the returned device confirmed the reported issue. The exact cause of the kinked dpu and the kinked embolic coil could not be conclusively determined; however, it is likely the conditions observed were due to applied force. Coil kinking is a known potential issue associated with the use of the device. The instruction for use provides proper handling instructions for the device to prevent issues such as kink from occurring. With the limited information related to the procedure and the use of the device, the exact cause of the observed kinked condition of the coil cannot be conclusively determined. However, it may have been the result of inadvertent force that may have been applied during the attempt to re-sheathe the coil. Based on the review of the manufacturing documentation, there is no indication that the event is related to the device manufacturing process. In addition, devices undergo 100% inspection at final assembly for the condition of the embolic coil. Thus, it is not likely that the 2.00mm x 4.00cm galaxy g3 mini coil left the manufacturing facility with the embolic coil in the observed kinked condition. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the procedure, the introducer component on the 2.00mm x 4.00cm galaxy g3 mini coil (glm920040 / 30379813) failed to be re-sheathed. The physician used another 2.00mm x 4.00cm galaxy g3 mini coil and the procedure was successfully completed. Multiple attempts to obtain additional information related to the procedure and the reported device issue were unsuccessful. If additional information is received at a later date, this file will be updated accordingly. There was no report of any patient injury or adverse event. The complaint device was returned for evaluation. During the visual / microscopic inspection of the returned device, the embolic coil was observed to be in kinked condition. Based on the product analysis 12/2/2020, this event has been deemed MDR reportable as a ¿malfunction.¿